Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was seeing bubbles and no insulin in the tubing during the fill tubing process. The customer had changed out their supplies. There was no impact to the customer's blood glucose level.